Event description:
Pt had placement of silicone gel implants in the late 1970's for augmentation. Has had multiple closed capsulotomies and recent symptoms to which she attributes to the implants and possible rupture. The implants were removed with their capsules as a single unit without violation of the capsule. No external markings and no rupture of the implants.